Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ischemia/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical review: a 62-year-old female presented with acute myocardial infarction (ami) and cardiogenic shock (cgs). Following transfer to methodist, the patient¿s entire body appeared mottled, and pulses were no longer detectable in either lower extremity, indicating femoral ischemia. The patient experienced severe ischemia, likely exacerbated by underlying a 62-year-old female presented with acute myocardial infarction (ami) and cardiogenic shock (cgs). Following transfer to methodist, the patient¿s entire body appeared mottled, and pulses were no longer detectable in either lower extremity, indicating femoral ischemia. The patient experienced severe ischemia, likely exacerbated by underlying peripheral vascular disease (pvd) and critical illness. Despite emergent intervention, the patient¿s condition deteriorated, leading to withdrawal of care and death. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, placement pulses were dopplerable. After hospital transfer, the patients entire body appeared to be mottled. Pulses were unable to be found on either lower extremity. The resolution for this issue is unknown. Additionally, it was reported that the patient expired.